Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was in the 200's mg/dl range. The customer removed their pump supplies from their current pump and loaded them onto an alternate tandem pump for insulin therapy to address the issue.